Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer' mother reported via phone call that the insulin pump is dead, had black screen and her daughter experienced hyperglycemia. It was reported that the customer had high blood glucose levels of 33 mmol/l. The customer treated the high blood glucose levels with manual injections. Troubleshooting was performed. The customer reported that the insulin pump was dead and had a blank display. It was reported that the mom changed out the infusion set this morning and the customer was given multiple bolus but none brought the customer's blood glucose levels down because the battery compartment had water in it. The customer was advised to replace out the insulin pump. Insulin pump is expected to return for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.